Manufacturer narrative:
Results: the complaint for battery depletion was confirmed. As returned, the ipg would not communicate due to a depleted battery. When powered by an external power source, the ipg passed all functional tests on the autotester. An estimate of longevity was made using the clinical manual and approximations for the stimulation settings provided and factoring for cycle mode; the ipg would last approximately 22 months. The ipg provided therapy for approximately 9 months hence this is considered premature battery depletion. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was recaptured for the patient following the procedure. Based on the program settings, the estimated longevity of the ipg is 19 months. Premature battery depletion is suspected. Analysis of the returned ipg was completed on (B)(4) 2014.